Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date in the same month this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Three days prior to the receipt of this report, the patient began treatment with fortaz 1 gram nightly intraperitoneally for four days and ancef nightly intraperitoneally for four days (dosage not reported) for the peritonitis event. Dianeal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.